Manufacturer narrative:
Exemption number: e2014018. Please provide any patient information. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io had broken the ejectorpin. The guiding pin inside the tip of the instrument broke off during surgery. The instrument is brand new and the damage happened when the surgeon used the instrument on a spine/prolapse indication. Its unclear if the surgeon used excessive force to bite of bone when the tip broke.